Event description:
It was reported that the customer had damage on the insulin pump. Customer stated that he was running low at the time with a blood glucose level of 59 mg/dl. Customer has taken some juice and his blood glucose level is currently at 115 mg/dl. Customer stated that his dog got a hold of his pump and damaged it. Customer stated that the reservoir compartment is destroyed and there are teeth marks on the pump screen. Customer stated that the pump does not work anymore. Customer mentioned that the pump was alarming and it may have been a button error alarm. Customer changed the battery but at the time nothing turned on. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Findings: pump was received with dog chew marks at reservoir tube lip and at the end cap area. Unit had cracked and bleeding on lcd glass. Unable to perform functional testings including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests due to damaged pump.